Event description:
It was reported that the pump touch screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to further troubleshoot the low bg; however, no response was received and therefore no additional information was obtained.